Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred before use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "this week, we noticed an alteration in the packaging of a 50 ml syringe (reference: 300865, lot: 1909219, exp: 09/2019). This opening undermines the sterility of the product."

Event description:
It was reported that sterile breach occurred before use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "this week, we noticed an alteration in the packaging of a 50 ml syringe (reference: 300865, lot: 1909219, exp: 09/2019). This opening undermines the sterility of the product."

Manufacturer narrative:
H.6 investigation summary: three photos and one sample of 50ml ll lot 1909219 were provided to our quality team for investigation. The product was visually inspected, the blister seal was verified to be open and the film of the package noted to be incorrectly separated into two layers. The film used for the blister package is provided by a supplier and incoming inspections are performed according to procedure. A device history was performed and found no non-conformances related to the reported issue during production of batch 1909219. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time. We have initiated an investigation request to the supplier and notified our personnel of this incident to increase awareness. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.